Manufacturer narrative:
Product analysis: the device returned for evaluation. The device returned with balloon in a post inflated state. A longitudinal balloon burst was observed on the balloon material from proximal end to distal end. The balloon could not be pressurized due to the balloon burst. No other damage evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Please note that this device (solarice) is not marketed in the united states; however, the device is deemed the same as the united states-marketed device (euphora). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one solarice rx balloon catheter, a balloon leak occurred during balloon inflation. The balloon was used in proximal segment of obtuse marginal artery with no calcification and mild tortuosity. There was no issues noted with the device packaging. The device was prepped with no issues noted. There was no issue noted when advancing the balloon over the non medtronic guide wire used in the procedure. A pressure of 4 atm was applied and a leakage of contrast was noticed. Another medtronic solarice balloon was used with no issues. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: the leak occurred on the first inflation. The device was inspected prior to use with no issues noted. Negative prep was performed on the device prior to use with no issues noted. No resistance was noted while advancing the device to the lesion and excessive force was not used. The device was being used to pre-dilate the lesion. The device was not moved or repositioned while inflated. Event date provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.